Event description:
It was reported that the patient experienced a migration of her leads, but the patient was still getting some pain relief. The doctor and the patient decided that the patient was not a good fit for having the leads revised, but they do plan to replace the implantable neurostimulator (ins), which was at elective replacement indicator (eri) and the depletion rate was expected. The patient had to increase her stimulation recently to get stimulation benefit. It was later reported that the patient was scheduled to have the battery changed but the patient had an infection in her toe so they were postponing the surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), im planted: (B)(6) 2012, product type: lead. (B)(4).